Manufacturer narrative:
Examination of the returned devices by depuy international found no product problem has been identified. No wear was found on the returned femoral head or liner. Review of patient x-rays by depuy international shows a dysplastic hip which may have been a complex situation with respect to the soft tissues. The acetabular cup appears largely unsupported superiorly and this may have had an effect on the implant performance. A review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other similar reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address pain and possible metal allergy.